Event description:
The customer reported that the x-ray exposing switch on c-arm sometimes sticks. This error may prevent the system from completely booting up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. No conclusion can be drawn as repair information is unavailable.